Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, and failure to sense were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a lead revision. Interrogation revealed that the right ventricular lead exhibited loss of capture and loss of sensing. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.